Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.